Event description:
The customer reported an error was observed during pre-use checkout indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to correct the reported issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located (B)(6), and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Manufacturer narrative:
Additional information was received that there was no malfunction causing loss of mechanical ventilation. No reportable malfunction occurred.